Manufacturer narrative:
The pod was received not deployed. Pod download data revealed that it completed first priming sequence prematurely at 39 pulses. Pod download data showed continuous timeouts and drive stall were observed in the first 20 pulses. The needle mechanism components were closely inspected, but no issues were found that would cause a failure to deploy needle. The actual root cause of the reported needle mechanism failure could not be determined. The middle battery was measured to be slightly low, around 1.310 v. But it could not be conclusively determined if it linked to the reported needle mechanism failure. After the pod was reset and activated with pdm, the pod data showed slightly high pulse widths, although no drive stall was replicated. But, the first priming sequence got completed in 50 pulses. Top hook talon was found to be damaged near the tip. But it could not be conclusively determined if it linked to the reported needle mechanism failure.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod . Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 349 mg/dl. After realizing elevated bg levels, the patient found cannula had not deployed as intended. The pod was not worn.